Event description:
I had a knee replacement on (B)(6) 2014 (zimmer knee) and I have had a lot of pain and noise. I was sent to get a nuclear test which includes dye injected into my blood stream. The test showed no infection but to the knee was getting loose. My surgeon suggested a knee revision which is a total knee replacement again.